Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 9393608, 510k# k094025 and upn (B)(4) has been cleared for us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure used: transforaminal lumbar interbody fusion(tlif) it was reported that during surgery, the cage broke upon insertion. The broken part of the cage could not be retrieved completely as it got stuck inside the vertebral body. No patient complications were reported as a result of the event.